Event description:
It was reported that when a patient presented in clinic after receiving a notifier, the device was found to have reached end of service. Premature battery depletion suspected. Device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.